Manufacturer narrative:
The event was communicated to zimmer knee creations on (B)(6) 2019 that a patient had experienced a fracture on the talus about 2 years after they had received the scp surgery. The initial date of scp and event date are unknown, but was estimated to have occurred approximately two years ago. The complaint engineer was able to contact the surgeon about the event, who stated that it was unlikely the incident was related to the procedure, as the event had occurred 2 years post-surgery and after the patient went hiking. Additional information was not provided. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. The product was not returned for the investigation, as it remains implanted in the patient.

Event description:
Patient received scp 2 years ago and has cracked talus.